Manufacturer narrative:
Overall investigation summary: the customer complains that the injected contrast volume was greater than requested. But, during the service, it was identified that in the protocol used for the injection, the user did not put the second phase with saline, but with contrast again. That is, two phases of contrast. Thus, the injected contrast volume was greater than had been predicted root / probable cause code: personnel - performance - failed to follow procedure

Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2020. The customer complains that the injected contrast volume was greater than requested. Reporter states that the patient was connected to the device and that the procedure was not completed. Reporter also states that there was no harm to patient or staff.